Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was programmed right ventricular pacing only as the left ventricular (lv) lead did not have a workable pole. It was indicated that three poles exhibited high thresholds, and the patient experienced an unavoidable twitch in the fourth. The lv lead was cut, capped, and buried during a replacement procedure. During the replacement procedure, the patient experienced significant central chest pain, which did not pass after waiting five minutes, when the replacement lv lead was rotated to deploy the helix. The replacement lv lead was then rotated anticlockwise to undeploy the helix, and the lead was removed. On visual inspection of the helix, the operators and physiologist questioned whether the helix was a bit distorted. The replacement lv lead was exchanged, and a different lead was ultimately placed without issue. No further patient complications have been reported as a result of this event.